Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider regarding an external device to an implantable pump infusing bupivacaine and fentanyl. The indications for use was spinal pain indications. It was reported that the patient stated yesterday they had the pump filled for the first time since implant. When they came home, the personal therapy manager (ptm) showed that the estimated refill date was 2024 and it should be in (B)(6) 2025. The patient stated that they had been able to bolus at least four to five times yesterday. The manufacturer's patient services specialist (pss) reviewed estimated refill date and redirected the patient to their healthcare provider (hcp). The patient stated that they spoke to the clinic this morning and were instructed to call the manufacturer because the hcp was in surgery in the mornings. The patient asked if there was a way to see how much time there is left on the lock out so they can do the next bolus without going through the whole protocol. Pss reviewed general use. The patient stated the communicator needed to be charged at about 7 days. Pss reviewed recharging for external device expectations. Pss reviewed general use of communicator and how to find the actual battery level of the communicator on the handset. The patient stated they would call back if they needed any further assistance. The patient's healthcare provider (hcp) called back the next day with the patient. The hcp stated patient came in for refill two days ago for their first refill) and when they went home, their ptm refill date never updated. The hcp stated that the patient came back in and all of their reports read the reservoir volume was updated and the new refill date on programmer was displayed for (B)(6). The hcp also mentioned that the patient's ptm got stuck at 90% for about a minute or 2 every time they went to give themselves a bolus. The hcp stated right before call; the patient successfully gave themselves a bolus but the refill date still did not update. The manufacturer's technical services specialist (tss) had the hcp uncouple device and recouple to see if the refill date would sync with the ptm. The ptm got stuck at 90% for over 5 minutes on the call and would not reconnect to patient's pump. Caller stated they got service code 156 and were forced to exit application. Tss had the hcp restart ptm, and the hcp stated they had to get to another patient but would call back. The hcp called back and tss had them make a second update to the pump by adding a note and then resyncing the myptm app. This resolved issue and refill date was reflected on ptm. The patient still got stuck at 90% for multiple minutes. Tss had caller uncouple/recouple ptm previously. Tss made sure they had the patient services number in case the 90% lag got worse or became bothersome.